Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 18 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot into the ambulance. There was no patient involvement.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot into the ambulance. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced cosmetic/aesthetics issue (not affecting function), which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 18 to 17.